Event description:
It was reported on (B)(6) 2025 that during the dental procedure the tip of bur broke off in a patient's mouth. No patient injury was reported and no event date was reported. Ss white burs received medwatch report mw5171690 on july 2, 2025, from the FDA.

Manufacturer narrative:
The reported device was not returned for investigation. However, an investigation was performed. A force to failure test was conducted using a 10-piece sample from a different lot number. Results showed to be within specification.